Manufacturer narrative:
Unit was received with blank display due to unlock power connector at printed circuit board. Unable to verify insert battery alert due to blank display or performed displacement test, rewind, seating, and basic occlusion test. Unit was received with cracked reservoir tube lip, scratched case, and minor scratched lcd window. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed change battery several times. The insulin delivery kept stopping due to battery issues. Customer's blood glucose level was not reported. The customer replaced the battery but the display was still blank. The customer was advised that the device would be replaced and agreed to return the product for analysis.